Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 29.3 mmol/l (527.4 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported being unsure if the cannula was properly inserted in the infusion site (arm), and the cannula was bent. Symptoms reported include hyperglycemia, pain, and nausea. The patient was treated with pen injections, insulin infusions, pain and anti-nausea medication. The patient was discharged from the hospital after approximately 45 hours.